Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons were unresponsive on the insulin pump. The customer¿s blood glucose was unknown. Troubleshooting was not performed on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed leak test. Unit was received with the down arrow button responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit passed self-test and displacement test. Unit was received with corroded battery tube, minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.